Event description:
It was reported that the patient faced insulin flow block alarm during priming step which led to high blood glucose on (B)(6) 2026 which was further treated with manual bolus.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.